Event description:
A customer reported a malfunction on their insulin pump, preceded by an alert alarm. There was no adverse impact to the customer's blood glucose level. Tandem technical support resolved the issue by sending a replacement pump to the customer, who acknowledged the instructions regarding the return of the malfunctioning pump and the use of a new sensor with the updated pump software. The customer was advised to use multiple daily injections as a backup therapy while waiting for the replacement.